Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the emergency medical services (ems) were called and the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 38 mg/dl while wearing the pod for an unknown duration. Symptoms reported include the patient being unresponsive. The patient was treated with intravenous fluids. The patient was released the following day. The pod was discarded.